Manufacturer narrative:
(B)(4).

Event description:
A patient's catheter has dislodged. It was noted that a revision surgery was to occur. The patient's status, in addition to type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.